Event description:
It was reported that a peritoneal dialysis (pd) patient discovered the patient line disconnected during their last drain of their pd treatment and the patient clamped his line and the patient line. The patient reported receiving an air detected in cassette alarm during drain 4 of 4 of treatment. It was noted that the patient line was not securely connected. The patient was assisted in cancelling treatment and advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information has been requested but has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The reported incident was caused by the end user. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed and completion of the device history record review is not required. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered the patient line disconnected during their last drain of their pd treatment and the patient clamped his line and the patient line. The patient reported receiving an air detected in cassette alarm during drain 4 of 4 of treatment. It was noted that the patient line was not securely connected. The patient was assisted in cancelling treatment and advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information has been requested but has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.